Manufacturer narrative:
This issue is due to a new encryption key within any ulys, edis and gali programmer files (.cso) to respond to cybersecurity rules. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, he doctor wanted to import the remote file on the programmer device to take a closer look at the 7-day trend of the stimulation rate. However, the file cannot be imported, and I cannot find any data on the device afterwards. It happened on 2 remote files.